Event description:
The complainant reported that a placement signal not reliable alarm occurred during impella cp support. Pump positioning could no longer be monitored via the waveform, but the motor waveform and purge conditions remained normal. Support continued with the implanted pump despite the noted issue. There was no patient harm resulting from the failure.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The product was returned and inspected. No abnormalities were found with laser continuity, biomaterial, kinks in catheter, or bond issues. No abnormalities related to optical signal were found after running the pump at p-9 for 10 minutes. Upon review of the data logs and pump, no problem was found with the pump, and it is apparent the console was the potential cause of the issue. Please refer to 24-29642-2 for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.